Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.

Event description:
You can see the lint on every edge of each codman cottonoid and it is on all sizes (I have provided 3 sizes for you to look at) and each one of these came from a different lot number to show that it is not a lot issue. We do not have pictures of the problem actually in a wound and would prefer not to use these on patient just to get the pictures of the residue that is left each time we use them. If lint were to be left in a child¿s brain it could cause a variety of issues, such as an abscess, adhesions, the lint could travel to one of the ducts in the ventricle and block it off and cause obstructive hydrocephalus. These are worst case scenario obviously, but we are not willing to take the chance. This is not only a surgeon request, but it is also a patient safety issue.

Manufacturer narrative:
The customer reported that the product was discarded. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. The customer forwarded pictures of the subject patities. These pictures were reviewed by manufacturing. It was determined that the subject patties are frayed or lint is coming from the edges of the patties. This is due to the way the cottonoid is slit. A ¿crush¿ cut motion is used when slitting the rolls into narrow strips. The cutter slits the product, and can cause the edge of the rolls to look frayed. A new slitter is being installed and will drastically improve this issue. The new system will produce a much cleaner cut. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. Device discarded.